Event description:
It was reported that the customer was hospitalized due to ketones and unexplained high blood glucose of 21.1mmol/l. Troubleshooting was performed. The time, date, and settings were correct. Assisted to run the fixed prime test and the insulin did exit. Performed the high pressure test and passed. Advised the caller to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.